Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted at implant. Based on the follow-up with the health-care provider, it was learned that the explant at implant was due to sizing issues. The health-care provider also mentioned that the explant was patient and procedure related. No other details provided. The subject device was removed and replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: due to patient privacy regulations, the health-care provider was not able to release any additional information as requested (e.g. Operative report, discharge summary, etc.). Unfortunately, the edwards device was not returned; therefore, the device could not be assessed for any malfunction or quality deficiencies. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Although the root cause cannot be confirmed, the health-care provider has attributed this event to procedure related factors. No further actions are possible with the available information.